Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00173.

Event description:
The customer from sweden reported that since the middle of january he had been comparing his blood glucose readings between the contour next link 2.4 meter and two other meters. The customer stated that sometimes the results on the contour next link 2.4 were higher compared to that obtained on the other meters. The customer provided an example where he obtained blood glucose readings between 26 mmol/l to 28 mmol/l on the contour next link 2.4 meter and 13 mmol/l on the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. The customer stated that he had been in contact with the health care professional who will provide the replacement device to the customer. Therefore, the replacement product was not sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 9jpef06b, which gave a satisfactory performance.